Event description:
It was further reported that the patient was initially admitted for intravenous (IV) diuresis.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial #: (B)(6), h6: patient ime code(s): e0611 h6: imf code(s): f2303 d4: serial #: (B)(6), h6: patient ime code(s): e0611 h6: imf code(s): f2303 d4: serial #: (B)(6), h6: patient ime code(s): e0611 h6: imf code(s): f2303 d4: serial #: (B)(6), d9: yes, return date: 15-may-2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: patient ime code(s): e0611 h6: imf code(s): f2303 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6), h3: yes serial# (B)(6), d9 :yes returned date: 15-may-2023 h3:yes serial# (B)(6), d9 :yes returned date: 16-may-2023 h3:yes serial# (B)(6), d9 :yes returned date: 16-may-2023 h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) ((B)(6)) and one (1) battery ((B)(6)) were not returned for evaluation. One (1) controller ( (B)(6)), one (1) battery ((B)(6)), and one (1) cac adapter ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the r eturned devices revealed that (B)(6) passed visual inspection and functional testing. Internal inspection of the returned devices did not reveal any anomalies. Log file analysis revealed a controller power-up event, with an associated motor start event, on 22/apr/2023 at 13:40:42. The data point prior to the loss of power revealed that (B)(6)was connected to power port one (1) with 48% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 98% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 14 seconds. No anomalies were recorded leading up to the loss of power. Review of the alarm log file revealed one (1) critical battery alarm involving (B)(6) logged on 06/may/2023 at 03:03:42 due to the battery¿s rsoc depleting below 10%. At the time of the alarm, the battery had an rsoc of 9%. Following the critical battery alarm, the power sources connected to the controller were exchanged. Review of the event log file revealed another controller power-up event, with an associated motor start event, logged on 06/may/2023 at 10:47:49. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 95% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 6 minutes and 40 seconds. No anomalies were recorded leading up to the loss of power. An additional controller power-up event was recorded on 08/may/2023 at 09:15:03. The controller had been without power for over 16 hours, and review of the data log file revealed that only one data point was logged following the power-up event, indicating that the power-up event likely occurred after the controller had been removed from service. As a result, the reported critical battery alarm and controller loss of power events were confirmed. The most likely root cause of the reported critical battery alarm event can be attributed to the patient allowing the battery to deplete below 10% rsoc. A possible root cause of the first loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the second loss of power can be attributed to a disconnection of both power sources from the controller, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported the power sources were double disconnected by the patient. It was stated that there was no alarm.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. An investigation of this event was completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) and battery (B)(6) were not returned for evaluation. The controller (B)(6), battery (B)(6), and cac adapter (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that (B)(6), passed visual inspection and functional testing. Internal inspection of the returned devices did not reveal any anomalies. During bench testing, the no power alarm functioned as intended when both power sources were disconnected from the controller and review of the internal logs did not reveal any evidence that the no power alarm was muted. As a result, the reported ¿no sound¿ event could not be confirmed. Log file analysis also revealed a controller power-up event, with an associated motor start event, on 22/apr/2023 at 13:40:42. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 48% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 98% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 14 seconds. No anomalies were recorded leading up to the loss of power. Review of the alarm log file revealed one (1) critical battery alarm involving (B)(6) logged on (B)(6) 2023 at 03:03:42 due to the battery¿s rsoc depleting below 10%. At the time of the alarm, the battery had an rsoc of 9%. Following the critical battery alarm, the power sources connected to the controller were exchanged. Review of the event log file revealed another controller power-up event, with an associated motor start event, logged on (B)(6) 2023 at 10:47:49. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 95% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 6 minutes and 40 seconds. No anomalies were recorded leading up to the loss of power. An additional controller power-up event was recorded on 08/may/2023 at 09:15:03. The controller had been without power for over 16 hours, and review of the data log file revealed that only one data point was logged following the power-up event, indicating that the power-up event likely occurred after the controller had been removed from service. As a result, the reported critical battery alarm and controller loss of power events were confirmed. The most likely root cause of the reported critical battery alarm event can be attributed to the patient allowing the battery to deplete below 10% rsoc. A possible root cause of the first loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the second loss of power can be attributed to a disconnection of both power sources from the controller, as described in the event details. CAPA: pr00551638 is investigating controller losses of power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller / d4: serial#: (B)(6) / d9: yes, return date: 16-may-2023 / h3: yes dev rtn to MFR? Yes / d1: battery / d4: serial#: (B)(6) / d9: yes, return date: 16-may-2023 / h3: yes dev rtn to MFR? Yes / d1: battery / d4: serial#:(B)(6) / h3: yes / d1: controller ac adapter d4: serial#: (B)(6) / d9: yes, return date: 15-may-2023 / h3: yes dev rtn to MFR? Yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5, d5, h6, h10. Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d4: serial #: (B)(6) d9: yes, return date: 16-may-2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: patient ime code(s): e0602 h6: imf code(s): f0801, f2306 h6: FDA device code(s): (B)(6) d4: serial #: (B)(6) d9: yes, return date: 16-may-2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: patient ime code(s): e0602 h6: imf code(s): f0801, f2306 d4: serial #: (B)(6) h6: patient ime code(s): e0602 h6: imf code(s): f0801, f2306 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430 / catalog #: 1430 / expiration date: 31-oct-2023 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 23-aug-2021 h5: no h6: patient ime code(s): e0119, e0602 h6: imf code(s): f02, f0801, f2306 h6: img code(s): g02027 h6: FDA device code(s): (B)(6) h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a controller ac adapter was also involved in the event.

Event description:
It was further reported that the patient was intubated for airway protection. It was also further reported that the patient was not found until tele called the nurse for electrocardiogram (EKG) changes.

Manufacturer narrative:
This supplemental report is based soley on the receipt of a voluntary medwatch form 3500. Sections b5. Desc evt problem has been updated to reflect that report. Medwatch form: mw5118258, additional products: d4: serial #: (B)(6), d4: serial #: (B)(6), d4: serial #: (B)(6), d4: serial #: (B)(6), investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b7 and additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unresponsive with a double disconnect of batteries for approximately 30 minutes without any alarms heard other than a critical battery alarm. The hospital staff was suspicious of the patient purposefully disconnecting the power sources. It was noted that the controller exhibited a unexpected loss of power and the ventricular assist device (vad) was off for six minutes the patient arrested and there was an attempt of resuscitation with cardiopulmonary resuscitation (CPR) as the nurse plugged batteries back in sand patient was transferred to the intensive care unit (ICU), where the patient was stabilized and it was noted that the alarm adapter was not connected to the controller. Family withdrew care and the patient subsequently died.

Manufacturer narrative:
### Continuation of d10: lead: 693565 implant date: (B)(6) 23, lead: 419478 implant date: (B)(6) 2006 lead: 5076-52 implant date: (B)(6) 2006 additional product: d1: heartware ventricular assist system ¿ controller d4: model #: 1420/ catalog #: 1420/ expiration date:31-dec-2022 serial or lot#: (B)(6) UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 09-dec-2021 h5: no h6: patient ime code(s): e0119, e2402 h6: imf code(s): f02 h6:FDA device code(s): a1203 h6: patient img code(s) g04035 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 16500/ catalog #: 1650/ expiration date:31-dec-2022 serial or lot#: bat953074 UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 18-dec-2021 h5: no h6: patient ime code(s): e0119, e2402 h6: imf code(s): f02 h6:FDA device code(s): a0705 h6: patient img code(s) g02002 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 16500/ catalog #: 1650/ expiration date:31-dec-2022 serial or lot#: bat952995 UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 18-dec-2021 h5: no h6: patient ime code(s): e0119, e2402 h6: imf code(s): f02 h6:FDA device code(s): a0705 h6: patient img code(s) g02002 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.